Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported per a mortician's pathology report that the ins malfunctioned, which was described to mean that it had stopped being useful and had come loose from its place of position. The ins was explanted on (B)(6) 2019. No additional information was provided, so further follow up will be conducted. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 3888-45, lot# v366331, explanted: (B)(6) 2019, product type: lead. Analysis of the implantable neurostimulator found no significant anomaly and the ins had a reduced battery capacity due to overdischarge. Analysis of the lead found a short circuit between conductors in dry conditions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.